Event description:
Caller indicating the assure 4 meter was reading high. The pt was unresponsive when they took her bg, which was 70 and 71. The emts came and read her bg at 40. She was taken to the hospital.

Manufacturer narrative:
Actual product was not returned for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification.